Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated occlusion and restart malfunction alerts and, after removing supplies while away from home, attempted multiple restarts that resulted in an alert for a stalled motor with a loud motor noise; this represents a failure to infuse associated with the pump motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.